Event description:
Spinal tray kit was opened in preparation for establishing an epidural line for a laboring patient. Upon opening the tray it was noted that the tip was broken off the 5 ml plastic syringe; therefore not usable. Another kit was obtained. All sharps and medication ampules from the kit were disposed of but the broken syringe as well as prep and draping components of the kit were retained. There was no injury to the patient involved. (Patient information is not available.) No evidence that the kit had been damaged during storage or transport. The device is available for return to the manufacturer if they request it.======================manufacturer response for pencan spinal tray, pencan spinal tray with pencan 25 ga. X 3-1/2 (9 cm)spinal needle with bupivacaine hcl 0.75% with dextrose 8.25% (per site reporter).======================awaiting a response.what was the original intended procedure?establish epidural line for anesthesia.device #1is this a laboratory device or laboratory test?no.